Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate of 75 despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about possible causes due to pressure variances and assisted with loading a new cartridge, advising follow-up if the issue reoccurs.